Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system with this right atrial (ra) lead was scheduled for laser lead extraction by the physician after presenting to the emergency room with cough and congestion and later being found to have an infection with e. Faecalis bacteremia, for which antibiotics were initiated. A transesophageal echocardiogram (tee) demonstrated vegetation on the ra lead, and lead extraction was recommended. The entire system was subsequently explanted via laser lead extraction, with no additional adverse patient effects reported. The next course of action is patient recovery and resolution of the infection prior to reimplantation. This system was retained by the customer. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).